Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jun 7, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of the original lens case (sealed in an inner and outer pouch). The original folding carton, patient stickers, a blank patient identification (ID) card, a blank implant notification card, and the direction for use (dfu) were received as well. Visual inspection under magnification revealed that the complaint folding carton was received crushed. The inner and outer pouch were observed to be sealed. No further issues could be identified. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to may 18, 2023. Section d6a: if implanted, give date: not applicable, there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon opening the box of an intraocular lens (iol), the box inside was damaged, and sterility could not be verified. No further information was provided.